Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep called stating that the patient used to have paresthesia therapy with benefit in the lower legs, but now cannot feel stimulation or tingling. Rep reports the following impedances: reference 0: 0, 2 and 10 over 40,000 ohms 32,000 ohms on the "rest" reference 2: 3 is 40,000 ohms reference 3: all over 1000 ohms reference 4: all are "low" except 10, 2 and 0. Rep states electrode 10 is consistently high. This began a month ago and the rep was called last week, but notified of the issue today.  Ts reviewed programming around the electrodes with the higher impedances.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep was asked if device removal or replacement was planned. Rep confirmed there is no plan for device removal or replacement.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was unknown. There were no external/environmental/patient factors that may have caused or contributed to the impedances, not feeling stimulation/tingling. The rep tried to reprogram around the impedances without success. Patient will be rx¿d an xray and f/u with the physician. Caller reports patient is scheduled for an evaluation in about 2 weeks for possible surgical paddle lead replacement, unsure if possible as the current paddle was implanted in 2009.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.